Event description:
A (B)(6) female admitted for acute coronary syndrome. Patient underwent cardiac catheterization with angioplasty and stenting x2 for occlusions for the right coronary artery ((B)(6) 2010) and left anterior descending arteries ((B)(6) 2010). Angioseal closure device used at the end of each catheterization because of concern of bleeding risk. Following second catheterization patient developed acute hypotension associated with syncope and s/s of an internal hemorrhage. CT scan showed a very extensive right retroperitoneal bleed, representing a "catastrophic failure of the closure device". Patient was taken to emergent surgery. Operation report described active bleeding from the puncture site of the anterior medial aspect of the distal external iliac artery. The occluding device that was implanted was found intact in the properitoneal fat and was not engaged in the vessel. The inferior puncture site was explored as well. Following surgery patient's clinical status deteriorated and she expired on (B)(6) 2010. Her postoperative course was remarkable for the following: ards likely progressing into fibrotic lung disease, need for continued ventilator support until the time of her expiration.

Manufacturer narrative:
.